Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures in 2001 and on (B)(6) 2012 and mesh were implanted. It is not known which date the mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that on (B)(6) 2002, the patient underwent an unknown mesh mplant, anterior colporrhaphy & urethral suspension due to sui & large anterior. It was reported that the patient underwent anterior colporrhaphy, intravaginal sling plasty, vaginal vault suspension and suturing pelvitex polypropylene mesh to the arcus tendinous fascia pelvis cystoscopy due to vaginal vault prolapse with marked cystocele on (B)(6) 2005.